Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and was causing pain at the spine area. The patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.